Event description:
It was reported the customer received a motor error alarm during a basal delivery. The customer also reported a motor position encoder error alarm also occurred. Customer's blood glucose was 135 mg/dl. The customer reported their insulin pump may have been exposed to a high magnetic field. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test it was 176.4 units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. It was unable to verify alarms or e70 error alarms due to motor error alarms. Unit received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and missing end cap sticker.